Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was able to replicate the reported complaint, verifed error 14 . Recalibrated vacuum and pressure regulators. Ran and passed all performance and function tests device was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit was displaying an error on power up . There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that the cardiosave intra-aortic balloon pump unit displaying an error on power up .